Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.

Event description:
Boston scientific received information that a device memory disk is enroute for analysis in response to a recent safety communication for this device model. Analysis of the disk determined that the battery was depleting prematurely. The device was explanted due to the recall and returned for analysis. The device was placed on legal hold.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the device was placed on hold due to pending litigation. Recently, the legal case was settled, and the device was forwarded for detailed analysis. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.